Event description:
It was reported that: the user reported that the device restarted twice whilst in use on a patinet. The device was swapped with another ventilator. No patient injury occured. The user was unable to confirm whether the ventilation was effected by the restart.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The log file of the affected device was analysed for investigation. Based on the log file it could be confirmed that the ventilation unit performed a reboot at 3:52 am and 3:59 am on the reported date of event. The reboot of the ventilation unit was caused due to a faulty pba therapy control module. The pba therapy control module was replaced, and the device was tested without deviations afterwards. The safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In this case the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that: the user reported that the device restarted twice whilst in use on a patient. The device was swapped with another ventilator. No patient injury occured. The user was unable to confirm whether the ventilation was effected by the restart.